Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: it was reported that a 24g bd insyte MFR#: (B)(4) would not advance nor would the needle retract, resulting in having to remove a sharp from the patient with the exposed contaminated sharp end not retracted and the patient had to be re-stuck for IV access. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide an exact date of event in format dd-mmm-yyyy? 29-06-2025. When you pressed the button, did the needle fully retract? No. Did the needle retract slower than normal? Did not retract at all. Did the needle start retracting and then stop, leaving the needle exposed ? The needle did not retract at all, leaving the needle completely exposed. Did the needle not move at all after pressing the button? Correct. Did the button depress? Yes.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382512 and lot number 5083243. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.